Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The probable cause was the transmitter and app were unable to establish a connection. Data was provided for investigation. Data investigation confirmed loss of connection on (B)(6)2021. Product was provided for investigation. The patient's complaint was confirmed because there was loss of connection gaps present in the log. Confirmation of the allegation was confirmed via product and data. A probable cause could not be determined.